Event description:
Pt reported the removal and replacement of a lap-band access port due to alleged "port prominence and protrusion." After the replacement surgery was completed, the pt said the surgeon filled the band with up to 2 cc of saline. The pt stated that their satiety has become better after the surgery, but began to allegedly experience "enormous restriction" and "some reflux and narrowing." The pt said the surgeon then decided to remove all saline in the band. The pt said there is still feeling of restriction when there is no saline left in the device. The pt added that a lab test was performed and showed good band placement. Further f/u is being conducted to gather add'l info regarding the event.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Dysphagia. Reflux and visibility/palpability are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addressed the possible outcome of dysphagia and reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation ane weight regain have been reported after gastric restriction procedures."